Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one patient sample when using the access immunoassay system. The erroneous high test results were above the normal reference range. The test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in plastic lithium heparin tubes and centrifuged for ten minutes at 3000. The initial results were generated from the primary tube and that the sample was normal in appearance. Quality control (qc) was within the customer's established ranges prior to and after the event. Routine system check was performed on (B)(4) 2009 which passed within instrument specifications. There were no errors posted to the event log in connection with this event. On (B)(4) 2009, the field service engineer performed a major preventive maintenance on the instrument. Performed ultrasonic adjustments, pipettor alignments and voltage adjustments as needed, no issues were noted. Performed a tsh precision test which passed within assay specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.